Event description:
Country of complaint: (B)(6). Thread broke during suturing of drain, during testing phase at hospital.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: no samples available. There are no previous complaints of this code batch. There are no units in OEM stock. Without any closed sample a complete analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.